Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10, h11. Corrected fields: d5, h6 (device codes).

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) had a blank screen. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit, but was unable to reproduce the reported issue. The fse performed a full calibration, all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) had a blank screen. There was no patient involvement, and no adverse event reported.